Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced error during sensor startup. Patient and claimed upon sensor applicator removal, sensor wire remained attached to applicator.